Manufacturer narrative:
Additional product component: model number/catalog number: 72404127 and 72400024, serial number: null and null, batch/lot number: 1000010599 and 1000018848, model/catalog description: control pump fgs iz and balloon fgs 61-70 cm.

Event description:
It was reported that patient experienced recurring incontinence and urethra erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that patient experienced recurring incontinence and urethra erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: recurring incontinence and erosion were reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling including both short or long term known complications or adverse reactions. Based on the results of this investigation, no escalation is necessary. Balloon analysis: recurring incontinence and erosion were reported. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon performed within specifications. Pump analysis: recurring incontinence and erosion were reported. The ams800 control pump was visually inspected and functionally tested. No leak was found. The pump was functionally tested. The high flow rate tested at 550 cmh20. The specifications are 125-525 cmh2o. Additional product component: model number/catalog number: 72404127 and 72400024, serial number: null and null, batch/lot number: 1000010599 and 1000018848, model/catalog description: control pump fgs iz and balloon fgs 61-70cm.